Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that pre-operatively to a meniscal repair while using a fms tornado micro handpiece with buttons attachment was able to click when inserted into handpiece, but the inner attachment drop down, and was unable to use. The complaint device is not being returned, therefore unavailable for a physical evaluation, however a video was provided. Upon inspection of the video, it was observed that when the blade was inserted, the inner shaft dropped down. A manufacturing record evaluation was performed for the finished device 1330m4101 number, and no non-conformances were identified. As part of depuy synthese mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the video review result, this complaint can be confirmed. A possible root cause can be attributed to an internal locking mechanism failure due to the continuous use or a lack of maintenance of the device, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthese mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was received at the service center and evaluated. It was reported that the attachment was able to click when inserted into handpiece, but the inner attachment drop down, and was unable to use. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: cut in the cable, the tissue seal is missing, the motor is noisy, tissue seal defect. The motor cable and motor were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. H10 correction narrative: d9: the date device returned to manufacturer was inadvertently missed on the previous report; and has been updated to reflect the correct information.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in (B)(6) that pre-operatively to a meniscal repair procedure on (B)(6) 2021, it was observed that the inner attachment on the micro tornado hp w handcontrol device dropped down that it could not be used. There was no surgical delay nor patient consequence reported. No additional information was provided.